Manufacturer narrative:
Based on the information provided ¿ which may include the returned device (if available), photographs, videos, the event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to misuse of the device, specifically side-loading during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/09/2025, it was reported by a sales representative via (B)(4) that (qty. 2) of an ar-8400ex excaliburs had metal shaving debris during use. This was discovered during the case with no patient harm. Additional information was received from rep on 10/15/2025 stating that debris was produced inside patient but the fragments were all removed. There were no photos available and the case was completed successfully by using another device.